Manufacturer narrative:
The customer reported that during a patient procedure, the virtual hand controller on the touchscreen was used to activate gantry motion. When the touchscreen command released, the gantry continued to rotate. The operator activated a collision sensor to stop system motion. The operator removed the patient from the system and completed the patient exam on a different system. Complaint record pr 9531883 addresses a previous report from this customer for the same issue. The philips remote service engineer (rse) spoke with the customer to gather additional details; however, the customer was not able to provide accurate details of the reported event. The rse reported that the customer could not recall if they had existed out of the hand control option on the touchscreen or if the mouse pointer was still hovering over the motion request. No corrections were made to the system. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported while using the virtual hand controller on the touchscreen, system motion continued after releasing the motion command on the touchscreen. This event is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.